Manufacturer narrative:
Evaluation completed.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that when the user went to turn the ventilator on at the patient bedside the graphic user interface was non-responsive to touch. There was no patient harm and the patient was then connected to another ventilator. Since this ventilator was not attached to a patient, the reporting hospital would not provide any patient demographics.

Manufacturer narrative:
UDI related data quality updates only.